Manufacturer narrative:
Manufacturer's investigation conclusions: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 months, 21 days. It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device will not be available to be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to sepsis. The pump was functioning as intended. The event was reported as not related to device or device therapy. The device will not be returned for evaluation. No further information was provided.